Event description:
On (B)(6) 2012, a surgeon at (B)(6), performed surgery for a necrotic bowel and left a via-guard sleeve in the abdomen. The via-guard sleeve was identified as a retained foreign body on CT scan performed on the same pt on (B)(6) 2012. Pt returned to surgery for trac and peg tube insertion. Via-guard sleeve removed during procedure.